Event description:
Caller reported a cgm error 42, and it involved the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on resetting the pump, which resolved the issue, allowing the sensor session to start successfully.